Event description:
In 2008, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, a computed tomography was done and revealed a distal type I endoleak. Two months later, an iliac extender component was implanted to address the endoleak. The endoleak resolved, and the patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.